Manufacturer narrative:
This is for the same event as manufacturer's report 2937094-2018-00843.

Event description:
It was reported that during a prostate procedure, the fiber body broke emitting green light from the break point at 79,603j and 16 minutes of use. A second fiber was chosen to continue with the case. However, the second fiber body broke emitting green light from the break point at 33, 960j and 7 minutes of use. The tip of both fibers were reported to be cleansed during the procedure. The case was completed via transurethral resection of the prostate (turp). There were no patient and user injury reported due to this event. This report is for the second fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits devitrification, and slight detritus buildup around the devitrification area; the glass cap is fractured at the fiber/glass cap fusion zone; the distal portion of glass cap fracture is missing; the heat shrink tubing open end wall integrity exhibits signs of melting, and erased red octagonal sign and blue arrow indicator; the fiber appears blackened near location of break to location of melting. Based on the device analysis, the potential for forward firing may exist.. Probable root cause: based on the device analysis, the probable root cause of the failure is: operational context based on heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. Fiber cap condition would result in reduced vaporization efficiency.